Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cesarean section in the lower uterine segment under lumbar epidural anesthesia. Before the surgery, surgeon and the nurses counted the instruments, gauze and suture needles. The surgeon and the first assistant used the thread to suture the uterus, and the uterine needle bleeding tissues. When the doctor prepared to use the thread to suture the needle bleeding tissues, the thread broke between the needle and suture line. The nurse immediately checked the tip of the needle and was intact. They kept the needles and broken sutures. The nurse immediately opened a thread to ensure the operation continue successfully. The patient left the operating room and returned to the ward safely. There was no patient injury.